Event description:
The patient began experiencing pain, numbness and a burning sensation at the implantable neurostimulator (ins) whether it was turned on or off. There was no known accident or incident related to the event. The patient was examined and there was no redness or inflammation at the ins site. The physician reported that the patient had "lumbosacral neuropathy secondary to loss of fat pad in gluteal region - intentional weight loss". The ins pocket was revised to the patient's flank. The patient outcome was reported as "no injury".

Manufacturer narrative:
See scanned pages.